Event description:
Dealer alleges customer was sitting in unit when he smelled something. His neighbor helped him out of unit and flames erupted.

Manufacturer narrative:
Due to the extensive damage to the device and lacking electrical evidence (complete battery harness), the root cause of the fire or the contributing factors are unknown.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Dealer alleges customer was sitting in unit when he smelled something. His neighbor helped him out of unit and flames erupted.